Manufacturer narrative:
Outcomes attributed to adverse event: dura injury. This part is not approved for use in the united states; however a like device catalog#: 9790317, 510k#: k042922, UDI#: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior fixation at c2-c4 performed accf and at c4-c6 performed acdf due to opll(ossification of posterior longitudinal ligament). Post-op, injury to the dura occurred during opll transection. Spinal fluid leakage continued for a while after the operation, but there were no symptoms, so the patient was discharged from the hospital. At the post-operative follow-up visit to the hospital on (B)(6) 2020, it was checked that the screw on the right side of c2 had backed out. Hence, revision surgery for screw removal was performed on the same day. There were no patient symptoms or complications reported as a result of this event.